Event description:
Implant failed because it was dropped from the implant driver.

Event description:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.